Event description:
It was reported that during a lap cholecystectomy, there was a cystic duct leak due to malformed clips. Another clip was used to stop the leak. The case was completed with no pt consequences.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.